Event description:
As reported by the user facility: detailed inquiry description: fx catheter balled up in pt's back, radiology helped extricate it.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One photo was provided by the reporting facility. Visual evaluation of the provided photo showed partial packaging identifying the reported item and lot number. It did not confirm any defect. The provided photo did not confirm the reported defect. A thorough investigation could not be performed without a sample to evaluate and the provided picture does not offer the details necessary to confirm the reported defect or determine any root cause at this time. However, the user will be referred to the IFU which states, "never pull the catheter back through the epidural needle due to the possibility of shearing or kinking the catheter. When removing the catheter, excessive force should never be applied. If the catheter becomes difficult to withdraw, consult standard textbooks for specific techniques." Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.